Manufacturer narrative:
A ge rep evaluated the system and adjusted the workstation 5v power supply. System is operating as intended.

Event description:
Customer reported the system is intermittently rebooting. No pt injury was reported.